Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user reported "the lip of the introducer snagged in the stent and it separated ". The instructions for use note: "it is recommended to re-advance the outer sheath to its pre-deployment position prior to removing the system." Re-advancement of the sheath will reengage the tip with the sheath so that the edge of the tip is not exposed. This is the most likely cause of the report of the tip detaching. Prior to distribution, all zilver biliary stent systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the outer sheath was not re-advanced prior to removing the system, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a stent placement procedure, the physician used a cook zilver expandable metal biliary stent system. The physician pulled the introducer back too soon and caught the introducer on the stent. The lip of the introducer snagged in the stent and it [the tip of the introducer] separated. The patient was sent to radiology to have the device portion removed. The removal of the device portion was successful. The overall outcome of the procedures was successful and the patient is doing well. A section of the device did not remain inside the patient¿s body. The patient required the detached portion of the device to be removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.